Event description:
A customer reported a single case in which a barcode ID was assigned to both the correct sample and to the next sample result on one rack. The run was stopped. No patient results were reported out. No death or serious injury occurred in this case. The variant ii hemoglobin testing system with cdm version 4.0 software is an automated hplc system that separates and reports percent hemoglobin a1c in edta whole blood.

Manufacturer narrative:
Currently, variant ii with cdm version 4.0 is under investigation for root cause determination.